Manufacturer narrative:
It was determined the sample probe was misadjusted as it was really close to the wall of the sample tube. The field service representative also adjusted the sipper probe. The issue was solved by the sample probe and sipper probe adjustment. The customer has not reported any further issues since the service visit. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys anti-sars-cov-2 assay on a cobas e 411 immunoassay analyzer. The first sample initially resulted with an elecsys anti-sars-cov-2 value of 0.5 coi (non-reactive). This value was reported outside of the laboratory to the patient, who complained about the value. The sample was repeated on (B)(6) 2020, resulting with a value of approximately 70 coi (reactive). The second sample initially resulted with an elecsys anti-sars-cov-2 value of approximately 0.1 coi (non-reactive). This value was reported outside of the laboratory to the patient, who complained about the value. The sample was repeated on (B)(6) 2020, resulting with a value of approximately 100 coi (reactive). The elecsys anti-sars-cov-2 reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.